Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the cause of the patient¿s body rejecting their ins remains unknown at this time. The patient¿s weight was not disclosed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain. It was reported that the patient¿s body was rejecting their implantable neurostimulator (ins) in their back. A revision occurred on (B)(6) 2017, in which the ins was moved to the patient¿s abdomen. No further complications were reported or anticipated at this time.